Event description:
It was reported the pt's (B)(6) lead extension became disconnected from the ipg. Surgical intervention was undertaken to address this issue: however, attempts to reconnect the extension to the ipg proved problematic as efforts to secure the connection using the torque wrench were not successful. The physician was able to successfully secure the connection by suturing the extension to the ipg. Effective therapy relief was recaptured for the pt following the procedure.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.